Event description:
The facility reported that during the beginning of a transfer, the dps came loose and brushed the head of the caregiver. The transfer was completed with out any damage. No injuries were reported. (B) (4)